Manufacturer narrative:
Csz medical technical support received a call stating the device stopped pumping during a procedure. No patient harm or injury occurred. Device was switched out and the procedure continued successfully. The power board was returned to csz for investigation. Csz found a small piece of silicone covering #1 pin in the j3 connector causing the device to malfunction. The user facility replaced the power board and the device functions as designed.

Event description:
Cincinnati sub-zero received a call stating the device stopped pumping during a procedure. No patient harm or injury occurred and the procedure continued successfully. This report was filed in our complaint handling system as complaint #(B)(4).